Event description:
Customer reported experiencing high blood glucose levels. During testing, customer stated that there were air bubbles present in the tubing. Blood glucose level was 142.2 at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.